Event description:
Pt was receiving an rf ablation of the medial branch facet nerves in the lumber area. Pt complained of burning at the site of the return pad. In recovery, it was noticed her leg had a red blistering burn. Pt was admitted to burn unit and burn was identified as 2nd degree. She was treated and discharged two hours later.

Manufacturer narrative:
The product was returned. Their risk mgt dept has quarantined it, though, the packaging has been discarded. MFR will continue to attempt to obtain product for evaluation. A sample of inventoried dgp's were visually inspected and found to be fine. Most likely causes of burn are insufficient surface contact with skin (which is in the IFU) or a dried out pad resulting from using a product beyond its expiration date.